Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If any further relevant info is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, a pressure issue was observed with the prolieve system as the psi meter registered "zero". Attempting to re-inflate the prostatic balloon failed to rectify the issue. After refilling the cartridge and restarting, it appeared the balloon was popped. The procedure was successfully completed with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "good".